Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received via a manufacturing representative (rep) regarding a patient who was implanted with a neurostimulator (ins) for spinal pain. Information was reported that the patient is unable to feel stimulation down her legs like she used too. They are maxing it out and the patient still cannot feel anything. They tired programming last week to optimize the therapy and the patient thought it may have gotten better, but it did not. The rep ran impedances at 3v 4, 10, and 12 were over 40k. The rep stated that the other impedances range from 3000-9000 ohms. It was reviewed with the caller that something is impeding the current, the only hope of programming might be on the lowest values. The caller will try this. It was also reviewed an x-ray might be of use to see if there is any lead migration, or issues in the header. No further complications were reported. No additional patient symptoms were reported. [Refer to (B)(4) - replacement]